Event description:
It was reported, the neurostimulator was implanted 2007 (B)(6) and there was a pocket infection that required device explantation and the device was not returned to the manufacturer or replaced with another medtronic product. It was noted the extensions and leads were implanted 2004 (B)(6) and the whole system was explanted as a precaution (B)(6) 2008. It was logged the stimulation worked well to reduce pain but the infection in the pocket was unresolvable. It was reported the patient status at the time of the report was alive with no injury and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2008 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2008 (B)(6); product type extension product ID 3487a-33, lot# j0406460v, implanted: 2004 (B)(6), explanted: 2008 (B)(6); product type lead. (B)(4).